Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d8, d9, d10, e1 (initial reporter, event site telephone, event site email), g1 (contact person - mfg site), g3, g6, h2, h3, h6 (health effect - clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse replaced the high pressure helium regulator and the high pressure transducer. The unit passed all calibration, functional, and safety tests. The iabp was returned to the customer and cleared for clinical use. The failure analysis and testing dept. Received the following parts associated with this complaint: high pressure regulator and high pressure transducer. These parts were received with a reported unit failure of a helium leak. The failure analysis and testing dept. Performed a visual inspection and observed that around the transducer connection of the helium regulator there is damage (chewed up). It appears that the transducer is not making a sound connection, because of the damage to the regulator port and the probable cause for the helium leak. High pressure transducer was tested alone in the cardiosave test fixture and passed testing per the procedure. Retaining the parts in the fat per procedure. A probable root cause for high pressure regulator could not be determined as it could not be tested due to the physical damage.

Event description:
It was reported by customer before use that cardiosave intra-aortic balloon pump (iabp) had a potential helium leak. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has potential helium leak.